Event description:
During a CT guided bone biopsy procedure in 2008, the needle broke off in the pt. The pt was then sent to special procedures and the broken piece of needle was retrieved.

Manufacturer narrative:
Evaluation: still under investigation.